Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Concomitant products: mentor siltex round moderate profile 300cc, catalog# 3542645 (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor siltex round moderate profile 300cc and experienced deflation on the left side post-operatively, which was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020, it was confirmed that the device was returned for analysis on (B)(6) 2020. On (B)(6) 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation of the device no apparent damage or anomalies were observed. Leak testing was performed, according to mentor procedure, and it revealed a tear measuring approximately 0.5 cm within an area of siltex cracking on the posterior view. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 14, 2020, it was noticed the following was erroneously omitted from the previous report: this complaint has been identified as a duplicate of manufacturer report number 1645337-2020-14986. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this manufacturer report number. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/13/2020, mentor became aware the patient would undergo explantation on 6/19/2020. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).